Event description:
Four weeks following the essure procedure, pt complained of post-procedure pain. Conceptus first became aware of the post procedure pain on (B) (6) 2009. Physician stated that one micro-insert deployment appeared deep with zero trailing coils visible. On (B) (6) 2009, physician's office notified conceptus rep that physician removed the essure micro-inserts laparoscopically because the pt was continuing to experience pain. The surgery reportedly went well; both micro-inserts were removed without too much difficulty and the pt did well post-operatively. Date of explantation not reported to conceptus.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In the (B) (4) clinical trial, women were asked about unusual pain they experienced since the last contact. Of the women who reported pain, one woman reported "persistent" pelvic pain at 2 years of f/u. None of the pts reporting at 3, 4, and 5 yr f/u indicated persistent pelvic pain of any kind. Twenty-four women (5.1%) had at least two (recurrent) episodes of dysmenorrhea, fifteen women (3.2%) reported "recurrent" dyspareunia, fourteen women (3.0%) reported "recurrent" ovulatory pain, and thirty-two (6.8%) reported "recurrent" other pelvic pain that could not clearly be classified into a different category. One woman out of five-hundred and eighteen in the pivotal clinical trial requested device removal due to pain. If a pt is experiencing pain and wishes to have the micro-inserts removed, a transabdominal approach may be necessary. The physician's instructions for use states that a cornual resection of the proximal fallopian tube may be required to remove the essure micro-insert in some cases.